Event description:
Rptr writes: "I write to submit for your consideration some material which is pertinent to problems of silicone gel casualties and which we ask you will use as a small part of representation on behalf of the argument for sustaining the moratorium on these devices. These comprise: 1. Some correspondence which demonstrates our difficulties with the medical devices agency (mda). This gives a) an example of the evasive responses to questions regarding the national breast implant registry and b) the lack of any review of oral and written accounts sent in to irg by silicone casualties. This, we insist, is a most serious omission since the irg was, purportedly, set up in response to numbers of complaints on problems with silicone gel implants. 2. Questions concerning problems with the structure and process of the independent review group (irg). These questions to the then minister of health, who called for the irg, and later minister for women) give a summary of our causes for concern in terms of the description "independent" of the irg. We have material to substantiate our complaint. We are at present offering our evidence to the chair for the select committee for health in pressing the need for an inquiry into the reviewing and monitoring (mda) systems employed to investigate the 'silicone gel' problem here. 3. Examples of evaluations submitted by doctors to the irg, but not given reference in the table of irg references. 4. My own comments on the mda book, 'silicone gel implants and connective tissue disease' published in 1994 from research undertaken by the mda. The mda conducted this research before its official installation as an agency of the dept of health. Therefore, when actual flesh and blood casualties tried to report problems, the mda had already made up its mind that there were no such things as serious problems with regard to silicone gel implants. A number of us have now succeeded in having our complaint against the mda investigated by the parliamentary ombudsman. This is on the grounds of a) evasive info and b) failure to take up reports of implant rupture as adverse incidents as written down in the mda framework document. Following our change of government in 1997 and after continual lobbying on behalf of silicone implant sufferers, the irg was installed to conduct its review. The irg report was published in 7/98. You will note our misgivings about the irg from the enclosed attachment numbers 1,2,3 and 5. Perhaps the most problematical area for us has been the mda influence upon the irg. The mda was employed as secretariat to the irg, but it by far exceeded this role. The mda came with a predetermined stance contained in its strongly held silicone-gel-safe view. In other words, the whole process was set on a bias. This was another example of how the convenient, short term view can be passed from one review body to another, while the term 'independent' is repetitively used to describe these bodies. 5. Dossier of statistics drawn from modest dispersal of questionnaires. These were modelled on the medwatch format. Both the questionnaires and the statistics have been submitted by our campaign to the world health organisation (who). 6. Dossier of responses to the irg report from doctors who disagree with the result. This should be self explanatory. We ask that you might include our submission in your deliberations on this serious problem. Statistics: survey carried out on 286 women who developed illnesses after being implanted with silicone gel breast implants. This was carried out as part of the evidence to be presented to the world health organisation on 1st april 1999, when a united appeal by the global network of silicone victims, in the hope that consideration will be given into the setting up of a research program into the new man-made disease siliconosis. Augmentation: 188/286=65.73%, reconstruction: 98/286=34.37%, explanted: 84/286=29.38%, still implanted whether they are the original implants or replacements, 202/286=70.63%, ruptures - 27 women had 1/2 set, 78 women had 1 set, 28 women had 2 sets, 5 women had 3 sets, 2 women had 5 sets, 1 woman had 7 sets. Many women are unaware of the condition of their removed implants. Bladder/urinary: chronic infections - interstitial cystitis 64/286=22.38%, blood pressure: high or low 88/286=30.80%, brain/neurological: (majority had more than three), peripheral neuropathy, demyelinating neuropathy, other neuropathy, carpal tunnel syndrome, motor neurone disease, brain lesions, cognitive changes, anxiety/depression, organizational difficulty, lack of concentration 212/286=74.13%, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, multiple sclerosis, atypical m.s., stroke, organic brain syndrome, reduced blood flow to brain, other. Cancer: multiple myeloma 25/286=8.74%, chest/rib cage: pain & or burning sensation 146/286=51%, inflammation. Cholesterol: elevated cholesterol or triglycerides 31/286=10.84%, eyes: nerve damage 88/286=30.77%, rapid deterioration, other. Endocrine problems: thyroid problems (mainly this condition) 58/286=20.28%, adrenal problems, other. Extremities (hands & or feet): chronic swelling 152/286=53.15%, chronic pain, chronic discoloration (red or blue), heat or cold sensitivity, raynaud's disease. Fever: frequent low grade fevers 47/286=16.43%, gastro-intestinal: chronic diarrhea & or constipation 162/286=56.64%, esophagitis, duodenitis & or gastritis, irritable bowel syndrome, other. Gynecological problems: infertility 100/286=34.96%, miscarriage & or stillbirth, erectomyovarian problems other. Hair: substantial hair loss (not connected to medication) 47/286=16.43%, headache: frequent migraines 121/286=42.30%, severe migraines. Heart problems: 35/286=12.24%. Hypersensitivity or allergies: chemicals 105/286=36.71%, moulds, dust & pollen, insect bites or stings. Infections: unusual chronic infections 29/286=10.14%. Continued in b6.